Manufacturer narrative:
(B)(4).

Event description:
The customer reports that during the procedure, the needle broke. The needle and the wire could be removed. Another device was used to complete the procedure.

Manufacturer narrative:
Ftr# (B)(4). (B)(4)evaluation summary: post marketing vigilance (pmv) received one suturing device, opened by the account with the appropriate display box and blister packaging. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A broken needle was observed in the jaws of the instrument. The other half of the broken needle was received with the instrument. The needles were found to be broken at the swage, the weakest point on the needle. The jaw gap was measured and the instrument met specification. No witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for the device. The broken needle was removed from the jaws of the instrument. The instrument was then loaded with a pmv needle and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.